Manufacturer narrative:
Additional information was received that it was unknown if the missing silicone was removed from the patient's body.

Event description:
A report was received that the patient experienced loss of stimulation. High impedances were noted on the lead. It was reported a lead was reportedly damaged. The patient underwent a revision a procedure where in the lead, clik anchor and splitter and the ipg were replaced due to physician¿s request and malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot #: 15418724 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient experienced loss of stimulation. High impedances were noted on the lead. It was reported a lead was reportedly damaged. The patient underwent a revision a procedure where in the lead, clik anchor and splitter and the ipg were replaced due to physician's request and malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that it was physician's preference to explant the patient. No device malfunction was suspected. Sc-2316-50 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The lead body was cut and the proximal tip was not returned. However, most cables were fractured at the kinked sections of the lead body where a clik anchored about 18 cm from the distal tip. The cables were not exposed. Sc-4316 (ln 15418724) device evaluation indicated that the complaint was confirmed. Silicone material was missing from one of the eyelets.

Event description:
A report was received that the patient experienced loss of stimulation. High impedances were noted on the lead. It was reported a lead was reportedly damaged. The patient underwent a revision a procedure where in the lead, clik anchor and splitter and the ipg were replaced due to physician's request and malfunction. The patient was doing well postoperatively.